Event description:
It was reported that the patient had speech and mobility issues. The patient fell the friday prior to the report and a CT scan was taken. A bleed was found on the CT scan, but it was unknown when it began. The manufacturer representative noted that they typically do a CT scan right after surgery, but it was possible the bleed started sometime after surgery on (B)(6). The patient¿s wife was told ¿it would resolve with time¿ and as time passed ¿his parkinson¿s was getting worse.¿ it was noted that the patient saw the neurologist at the hospital and she said ¿even some of the meds were not being taken correctly.¿ at the time of the report, the patient was out of the intensive care unit (ICU). The patient was surprised how well he walked, but still needed lots of work. The speech therapist saw the patient the day prior to the report and on the day of the report and said his speech had improved. The reporter stated that ¿it was amazing what drilling a hole in one¿s head and draining liquid can do.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).